Event description:
Customer reported hospitalization due to a hypoglycemic episode. Customer stated that she woke up in the ambulance. Customer's blood glucose reading after an injection of dextrose thru IV was 72 mg/dl. Customer was kept in the emergency room for eight hours for observation. Customer's blood glucose reading at the time of the call was 98 mg/dl. Troubleshooting was not performed as the customer was driving. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.